Event description:
It was reported that the delivery rate was between 26.9-27.7 ml/h. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter phone#: (B)(6). Investigation summary: the affected device was returned for evaluation in good condition with no physical damage found on the pump. Labels were undamaged. Tamper seal was missing. Performed functional check. Visually inspected the pump. Internal inspection executed. He customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. The customer's indicated failure was not confirmed, and the root cause was undetermined. No further actions will be taken. The device has been in before for repair related to the customer stated problem.